Manufacturer narrative:
File is considered as closed.

Event description:
(B)(4). Users narrative tentative translation: catheter does not go smoothly through needle.

Manufacturer narrative:
Event took place in (B)(6). At this time information on the device and the incident is poor. Follow up will be sent as soon as more information becomes available. Not returned.

Event description:
Internal report number: (B)(4). Users narrative tentative translation: catheter does not go smoothly through needle.